Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. All buttons were tested successfully.

Event description:
Reporter stated the "tick" button on the infusion device is defective. The infusion device was requested for evaluation. No physiological effects were reported.